Manufacturer narrative:
MDR 3003442380-2024-00806 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced infusion set cannula was leaking at the site. Within 3 hours of abdomen insertion customer noticed symptoms. Additionally, the patient's site was rotated. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.